Event description:
I am suffering from horrible breast implant illness symptoms. My inflammation in my joints has prevented me from working, walking and using my hands. My hair is falling out in clumps and I am in constant pain. I have been hospitalized twice with (B)(6) in hosp bills and the only indicator in my blood was my inflammation was 95 and normal is 0-20. I am now having to pay out of pocket to have them removed and it will cost me anywhere from (B)(6). I am extremely sick and have had health issues for the past two years and they are related to the breast implants that I had implanted since 2007. FDA safety report ID# (B)(4).